Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, on multiple samples from one patient involving access 2 immunoassay system. The elevated results did not fit the clinical condition of the patient and discordant to an alternate methodology, which was negative. The elevated results were released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With the patient sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The patient's samples were plasma. No further sample collection of centrifugation data was supplied. The customer tested the patient samples on an I-stat system and obtained results of 0.00 ng/ml. Quality control (qc) and system check data were not supplied by the customer. Customer product line support (cpls) laboratory tested the patient sample and confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pt suspected of having these antibodies. In addition, elevated troponin-I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin (accutni) results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one point. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.